Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During elective device replacement, automatic mode switch due to oversensing and noise was observed on the atrial lead. The lead was capped and replaced. The patient was in stable condition.